Manufacturer narrative:
Device is a combination product.  (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 50% stenosed, 20mm in length, 4.00mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After predilation was performed using a 2.5/12 maverick balloon catheter, a 4.00x20mm promus element ¿ stent was selected to treat the lesion, however the stent could not cross the beginning of the lesion, second predilation was performed using a 3.00/12 apex balloon catheter but still the stent could not cross the lesion. A third predilation was performed using the same apex balloon catheter but the physician decided not to used the stent because it was damaged. The procedure was completed with a 4.00/20 promus premier stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 50% stenosed, 20mm in length, 4.00mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After predilation was performed using a 2.5/12 maverick balloon catheter, a 4.00x20mm promus element ¿ stent was selected to treat the lesion, however the stent could not cross the beginning of the lesion, second predilation was performed using a 3.00/12 apex balloon catheter but still the stent could not cross the lesion. A third predilation was performed using the same apex balloon catheter but the physician decided not to used the stent because it was damaged. The procedure was completed with a 4.00/20 promus premier stent. No patient complications were reported and the patient¿s status was stable.